Event description:
The product complaint report shows the customer alleged the audio alarm to be intermittent during est prior to pt use. The facilities biomedical technician inspected the device and replaced the alarm assembly and pulse pcb as a precaution. It is not verified that the audio alarm failed to sound, and no malfunction may have occurred. This report is not an admission by mallinckrodt that this device caused or contributed to the event alleged in this report.